Manufacturer narrative:
Concomitant medical products: 25ml baxter bag, ndc 0338-0049-10, lot number p368407, exp (B)(6), 18 0.9% sodium chloride, therapy date (B)(6) 2017.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male luer cracked on the filter tubing during patient use. Although requested there are no other event details provided.

Manufacturer narrative:
The customer¿s report of a cracked male luer was confirmed. Visual inspection revealed several small cracks in the spin collar of the male luer. There were no additional signs of damage or abnormalities on the set. Functional testing was not performed due to the obvious damage. The root cause of the failure was not determined.